Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for atrial flutter (af) ablation, when the device was opened the versacross rf wire was noted to have a coating issue. Thus, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis. No other issue was reported.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and it was noted that the heatshrink was separated from coil body at distal end. An insulation damage was noted on the rf wire. The returned device met its design specification for the distal and proximal outer diameters. The reported allegation was confirmed. The cause code of 'failure to follow instruction' was selected since the way to create this failure mode is by using an introducer needle. The IFU provides the warning: 'do not attempt to insert or retract the versacros rf wire through a metal cannula or a percutaneous needle, which may damage the device and may cause patient injury.'.

Event description:
It was reported that versacross connect access solution for faradrive was selected for atrial flutter (af) ablation, when the device was opened the versacross rf wire was noted to have a coating issue. Thus, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis. No other issue was reported. The device has returned for analysis.